Manufacturer narrative:
(B)(4). Batch # 55138. Device analysis: the analysis results found that uv120 batch 55138 device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a cut in the tyvek, the cut was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the packaging was perforated. It was reported that the perforated packaging was the primary packaging. Another same like product was used to mitigate/solve the problem.